Event description:
It is reported that a customer had issues with the keypad on their insulin pump as well as button errors. The patient's blood glucose level was 174 mg/dl at the time of the call. The customer stated that they shower with their pump and work out while wearing their pump. The customer had issues with button errors before. The customer was informed that showering and working out exposes the pump to moisture which can result in button errors. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad t races. No ramping numbers or scroll bar moving on its own noted during our testing. No moisture damage on motor assembly or electronic assembly noted during visual inspection. The insulin pump has cracked case on display window corners, minor scratched lcd window and cracked reservoir tube lip.